Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06325. It was reported, the pt is not receiving effective stimulation and is experiencing a burning sensation from the stimulation. A sjm rep met with the pt and a lead diagnostic showed one of the lead contacts to be invalid. X-rays were taken but no abnormalities were noted. Programming did not resolve the issue. The scs system has been turned off. The pt is pending f/u for additional reprogramming.